Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (service code 107) has been confirmed. Upon receipts, the monitor was resetting. A root cause investigation is currently underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the abnormal shutdown. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 107 - multiple abnormal shutdowns. The patient was issued a replacement monitor.